Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-17142, related manufacturer reference number:2017865-2021-17144. It was reported that the patient presented for a generator change out procedure. Upon investigation, the implantable cardioverter defibrillator exhibited capacitor charge time limit. The patient had not been compliant with follow-ups and was actually scheduled for a generator change several times in the past, but did not show for the procedure. The right ventricle lead exhibited high capture threshold and r wave amplitude variation. During the generator change out procedure, insulation damage was noted on the right ventricle and atrial leads. The implantable cardioverter defibrillator was explanted and replaced. The right ventricle and atrial leads were both capped and replaced during the same procedure on (B)(6) 2021. Patient was stable.